Event description:
The customer reported that the image was poor on large pts. Also, the workstation locked up with unk error on the left monitor. No pt injury was reported.

Manufacturer narrative:
The ge svc rep was unable to duplicate the problem. He found the workstation power supply 5v was out of spec causing the workstation lock ups and erratic operation. The ge rep adjusted the workstation 5v supply to specs. The system operates as intended.